Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced. Therapy was established post-operatively.